Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a foam dressing. The customer reports the leg became very red and inflamed. The customer reports loprox cream 1% was prescribed by a physician.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway, upon completion the results will be forwarded.